Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that water leaked at the connection between the feedset tube and the bag spike of an mr290 autofeed humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare (B)(4) for inspection. The complaint device was connected to a water bottle to be tested for leaks. Results: water filled the complaint chamber until water flow was stopped by the float and small drops of water began to build at the connection between the feedset tube and the waterbag spike. A lot check revealed that there are (B)(4) other complaints of this type for lot number 100218. Conclusion: the cause of the fault was determined to be insufficient amount of glue being applied to the feedset tubing at the spike. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the leak developed post production. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290 chamber is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.